Manufacturer narrative:
G4: 09jun2020; b4: 11jun2020. The touchscreen, front bezel and liquid crystal display (lcd) assembly were replaced to resolve the display issue. The fse also replaced the battery as previously recommended. The unit passed testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18may2020.

Event description:
It was reported that the unit would not power up. The customer reported that there was nothing on the unit's display. The unit was alarming "low battery" power and the power light emitting diode (led) was amber, then green and the fan was running. There was no patient involvement. The fse performed troubleshooting and was unable to confirm the reported issue. However, the fse did note that the unit had some pixel damage. The fse replaced the power management board as a precaution. The fse also recommended replacing the battery and touchscreen; however, the battery and touchscreen have not been repaired at this time.